Manufacturer narrative:
UDI and device manufacture date provided. Additional information: a medtronic representative reported that the customer chose to repair the device (which is not supported by medtronic) and did not move forward with a replacement. Disclosed to the public under the freedom of information act.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect articulating arm (B)(6) 2016. No parts have been received by manufacturer for analysis.

Event description:
A site purchasing representative reported that the site's operating room (or) staff noted their navigation system articulating arm has play in it, even when it's fully tightened. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.